Event description:
The healthcare provider (hcp) reported that the patient had an unrelated hip surgery on (B)(6) 2015, after which the patient suffered a stroke overnight. Her indications for use were parkinson¿s dual and movement disorders. The hospital was considering moving her to hospice. The hcp did not know if the stroke had anything to do with the therapy and noted there was a risk of stroke with all surgery. The hcp was calling in because the patient¿s implantable neurostimulators (ins) were turned off for the surgery and needed someone to turn stimulation back on. The patient¿s family did not know how to work the programmer and the hcp could not be responsible for it. A manufacturer representative (rep) later reported that the patient was seen and she may have turned the inss on herself after the surgery. She apparently had her programmer with her at the time and when the rep went to turn them back on, they were already on. It was unclear if the stroke was device or therapy related and the patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #(B)(4) as the patient had two inss.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted:(B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v079662m implanted:(B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v079662, implanted:(B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the patient did not have an MRI, instead they had two brain CT scans done. Both CT scans came back negative for stroke. The patient's neurologist reviewed the CT scans again and said the scans showed a stroke. The cause of the stroke was not determined, but the patient had surgery and the hcp felt that was a risk factor. No actions or interventions were taken. The patient had a fatal stroke and there was nothing that could be done. The patient was put on dnr/hospice and they passed away on (B)(6) 2015.